Event description:
Intuvie received a report that an IV set from lot 2412066 was leaking beneath the drip chamber during use. No adverse event or patient injury was reported in association with this complaint.

Manufacturer narrative:
Upon review of the complaint, good faith efforts were conducted to obtain additional information and request return of the affected product for evaluation; however, no samples have been returned to date. A review of complaint history identified one additional complaint for lot 2412066 with a similar reported failure mode. Manufacturing and lot release records were reviewed and did not identify any nonconformances associated with the lot. A CAPA was opened to investigate the reported failure. Refer to (B)(4).